Event description:
It was reported that: "30 apr 2024, the doctor found the needle cannula broken prior to the patient." The returned device showed a cracked needle hub.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The 18ga introducer needle will be analysed as part of this complaint invest igation. No definite signs-of-use were observed on the needle. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack. It was noted that the needle hub contains a notch. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through complaint investigation. Visual inspection revealed a crack on the needle hub. The failure mode identified is consistent with the failure mode investigated per CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. CAPA was fully implemented previously using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA imple mentation date. Therefore, the likely root cause for this complaint is design related. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the needle cannula broken prior to the patient." The returned device showed a cracked needle hub.